Event description:
While sitting on the rollator, the end user reached for an object. It moved and she fell. She was hospitalized for right sided pain.

Manufacturer narrative:
The end user was sitting on the seat of the rollator. As she reached for an object, the rollator moved and she fell. The end user reported that the brakes were not functioning properly. She was admitted to the hospital with complaints of right sided pain and swelling. No fracture or other serious injury was diagnosed. The sample was returned and evaluated. The brakes were found to be adjusted correctly and performed as intended. No brake failure could be duplicated during testing. The reported issue could not be confirmed and a root cause has not been determined.